Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument fractured. No adverse events have been reported as a result of the malfunction and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h1, h2, h3, h6, h10 visual examination of the returned product identified the tip of the inserter to be fractured. The strike plate exhibits impact marks and scuffing. The shaft is scratched with dings near the grip. The fractured tip of the inserter found to be assembled with the impactor. The outer radius of the impactor is heavily gouged and deformed. A metallic particle is imbedded in the surface. Complaint sample was evaluated and the reported event was confirmed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.